Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Six weeks postoperatively the patient presented with iritis. The onset or iritis coincided with a superior maxillar dental extraction (same side as the operative eye). However, the iritis recurred when the maxilla was no longer clinically affected. The patient responded to treatment with steroids, but when the steroids were discontinued, the iritis recurred. The crystalens was examined and found to be in good position. Four months postoperatively, the surgeon suspected chronic endophthalmitis; a culture was obtained and the patient was treated with intraocular injections (steroids and antibiotics). The culture report was negative. The patient was stable for 2 weeks post injection, then the inflammation recurred. Currently the patient is being treated with topical steroids and is asymptomatic. The cause of the inflammation is unknown. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that related to the reported issue. (B) (4).